Event description:
Pt had sudden death 4 years and 2 months post implant. Pt's medical history prior to death included thromboembolism (2003), chf (2004) and psycho organic brain syndrome (2004).

Manufacturer narrative:
Device not returned.